Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lv lead was reprogrammed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was possible high left ventricular (lv) lead threshold. The lv lead remains in use. Undersensing was observed on the right ventricular (rv) lead and it was noted that the right atrial (ra) lead and rv lead had dislodged from what appeared to be twiddler's syndrome. The ra and rv leads were repositioned and remain in use. During the lead reposition procedure, while disconnecting the rv lead, the setscrew was backed out of the header and the physician was unable to thread the setscrew back into the header. The device was explanted and replaced. No further patient complications have been reported as a result of this event.